Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that after a transcatheter aortic valve implantation procedure was performed, but a puncture of the left external iliac artery induced a hemorrhagic shock on (B)(6) 2017. An advanta v12® was implanted to cover the puncture then 4 other covered stents (1 excluder®, 2 advanta v12® and 1 lifestream®) were implanted due to the persistence of the breach. On (B)(6) 2017, after about 6 days, the ilio-femoral axis composed of the endograft and the prostheses was explanted due to a persistent leakage located on the stented area. The ilio-femoral axis was replaced by a pet prosthesis.

Manufacturer narrative:
The devices were returned to geprovas for investigation. Submitted in formalin was a gore® excluder® aaa endoprosthesis, three getinge advanta v12® endoprostheses, and one lifestream® endoprosthesis contained within the patients explanted left external iliac artery. The scope and results of the investigation were summarized, and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: comments from geprovas: the endograft was implanted on (B)(6)2017. A transcatheter aortic valve implantation procedure was performed, but a puncture of the left external iliac artery induced a hemorrhagic shock. An advanta v12® was implanted to cover the puncture then 4 other covered stents (one excluder®, two advanta v12® and one lifestream®) were implanted, due to the persistence of the breach. On (B)(6)2017, the ilio-femoral axis composed of the endograft and the prostheses was explanted, due to a persistent leakage located on the stented area. The ilio-femoral axis was replaced by a pet prosthesis. The patient was reported as doing well. The patient¿s cardiovascular risk factors were hypertension and dyslipidemia. Tissue present: yes. The devices were returned within the patients explanted left external iliac artery (presumptive). The native vessel was light tan to pink with scattered yellow and dark red/brown tissue present. A focal protrusion was present (presumptive rupture) approximately mid-specimen, on one side. The lumen was reported as ¿..clear, (with) only a thin layer of biological tissue is observed on the inner wall of the endograft..¿ by geprovas, however, the lumen patency could not be determined with the information provided in the level 1 analysis report. The proximal aspect of a gore® excluder® aaa endoprosthesis is visible, extending beyond the iliac artery. The device presented in an accordioned manner, with plaques of dark red/brown tissue present on the abluminal surface. Faxitron® images of the endoprostheses were provided. The gore® endoprosthesis was covering the disrupted area of the artery. The gore® endoprosthesis was bent towards the distal aspect before merging with other device(s). Request for additional analysis: no. Reason: based on the review of the report and in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.